Event description:
It was reported by the patient that this pacemaker had issues to be interrogated. In addition, there were concerns of premature battery depletion (pbd) or battery issues. The last device interrogation was several years prior. The patient felt chest pain and discomfort. No additional adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported by the patient that this pacemaker had issues to be interrogated. In addition, there were concerns of premature battery depletion (pbd) or battery issues. The last device interrogation was several years prior. The patient felt chest pain and discomfort. No additional adverse patient effects were reported. This pacemaker remains in service. Additional information was received, the clinical representative indicated that there were no signs of pbd. No adverse patient effects were reported. This pacemaker remains in service.